Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alarming battery test failed alarms after inserting new batteries. Customer's blood glucose was 137 mg/dl. During troubleshooting, customer mentioned there were corrosions in the battery compartment. Customer was unable to complete troubleshooting due to a doctor's appointment. Customer will not be returning the device for analysis.